Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The unit returned has spring tip damage as part of overall visual revision. Visual inspection of the device revealed that the rotawire has the distal tip stretched and a section of the spring tip is detached. Also, the body of the device is broken approximately at 328 cm from the proximal end; the detached section of the spring tip has a section of the body inside, this section of the body measures approximately 1.8 cm from the distal tip. Dimensional inspection was performed and revealed that the outer diameter (od) of the middle of the device and the od of the proximal section were within specification. However, the overall length and the od of the distal tip could not be performed due to the device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that wire detachment occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A rotawire¿ was selected for use. During procedure, it was noted that about 2 cm of the rotawire became detached due to severe calcified lesion. The detached wire was then retrieved by entangling it with a 0.014 inch guidewire. No further patient complications were reported and there were no patient injury.